Event description:
It has been reported to the company that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon. The physician inserted the stent delivery system and placed the stent. The physician noticed on the fluoroscope that the occlusion balloon had deflated. The physician was unable to aspirate the area. The physician placed a second stent distally. The patient vessel had slow flow following the stenting. The physician administered adenosine and patient responded well.